Event description:
A clinical incident involving an arthrocare arthrowand was reported to arthrocare corporation. Following an arthroscopy procedure of the right shoulder to repair a torn rotator cuff and slap lesion, it was reported the pt sustained a severe burn to pt's arm from hot water released from the wand. In 2009, the hospital was contacted by arthocare to confirm the severity of the burn and availability of the device. It was reported the pt had sustained a superficial burn approx 3 cm by 10 cm on the lateral aspect of pt's right shoulder. The injury was treated with bandages. No further treatment was provided by the surgery center. It was reported the burn was caused from outflow from the wand onto the pt's shoulder. The device was not available for investigation and it was not retained by the hospital. There was no record of the catalog number or lot number for the wand.

Manufacturer narrative:
Since the device was not returned for investigation and the lot number was not known, a complete investigation could not be performed. No conclusion can be made.